Event description:
The clinician was irrigating a wound with lidocaine when the 25g needle allegedly detached from the hub of the safety device resulting in facial exposure to blood and lidocaine. The device was discarded.